Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported no bleed back was not confirmed. The investigation determined the reported difficulties appear to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 5 and 5.5fr sheath after a right internal iliac embolization procedure. Reportedly, the proglide was prepped and advanced into the arteriotomy with ultrasound; however, there was no bleed back. The proglide was removed, reflushed and reintroduced with the same result. A new proglide was prepped and advanced with the same result. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.